Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that during the seltinger technique the dilator was ruined in the front part very easily, with the first difficulty in the tissue dilator being damaged and could not be used. A different dilator from another set was used to finish the procedure.

Manufacturer narrative:
(B)(4). The customer returned one dilator for investigation. Visual examination of the returned dilator did not reveal any defects or abnormalities. The length of the returned dilator was measured and was not within specification. The outer diameter was also found to be out of specification. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit instructs the user to perform a skin wheal prior to dilating the skin. The reported complaint of a dilator tip damaged during use could not be confirmed by complaint investigation. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. The returned dilator contained no defects or anomalies. The returned dilator did not match the specifications for the dilator provided in this kit, indicating the customer returned the wrong product or reported the wrong batch. Based on the sample received, the probable cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer alleges that during the seltinger technique the dilator was ruined in the front part very easily, with the first difficulty in the tissue dilator being damaged and could not be used. A different dilator from another set was used to finish the procedure.